Event description:
It was reported that patient had an elective procedure to reposition the lead to optimize therapy. The patient outcome was reported as recovered without sequelae. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model model 3391s-40, lot# v387340, implanted: (B)(6) 2010, explanted: unk, extension model 7482a51, (B)(4), implanted: (B)(6) 2010, explanted: na, neurostimulator model 7428, (B)(4), implanted: (B)(6) 2010, explanted: na, lead model 3391s-40, lot #v159369, implanted: (B)(6) 2010, explanted: na, extension model 7482a51, (B)(4), implanted: (B)(6) 2010, explanted: na. This device was being used in a clinical trial noted as (B)(4).